Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported failure. The fse reviewed the error logs and found autofill failure with code #50. The fse troubleshot the problem and replaced the volume cylinder. In addition, preventative maintenance was also performed with full calibration and all functional and safety tests as per factory specifications. The unit passed all tests performed and was returned to customer and cleared for clinical use. Initial reporter full name: (B)(6).

Event description:
It was reported that prior to patient use, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm when initially turned on. The customer switched to another iabp to initiate patient therapy. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: a2, a3, a4, a5a, a5b (race: white), b4, b5, g3, g4, g7, h2, h10, h11. Corrected fields: a1, h6 (patient code).

Event description:
It was reported that an ¿autofill failure¿ occurred on the cs300 intra-aortic balloon pump (iabp) when the unit was turned on. It was reported that there was no harm to the patient and therapy had not yet started. No adverse event was reported. The following information was received via medwatch #: (B)(4): "during the initial setup to the patient (urgent lhc for chest pain and eschemia on EKG), during the lhc procedure, the datascope cs300 iabp console failed to autofill the balloon. There was no harm or delay of care to the patient as a secondary iabp console was set up and used to autofill the balloon. The unit was tagged and picked up by our biomed deparment. The console was tested and they were able to duplicate the issue of not autofilling. Getinge service was contacted too and evaluated the unit and were able to replace the defective volume cylinder with post verified operation. The equipment was placed back in services."